Event description:
Additional information received reported the patient stated she wanted one of her implantable neurostimulators (inss) removed, but her healthcare provider (hcp) wanted her to wait and see. The patient had it done in 2013 and had told her hcp that she could feel it was so close to the skin. When they repositioned it, they were supposed to move it to the front but at the last minute they changed their mind and put it higher almost completely on her spine. The ins felt like it was overheating and causing more pain than it was supposed to take away. This was happening before and after the device was repositioned. About two months prior to the report, the patient noticed that the ins was protruding through the skin.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns with the device or therapy but had not sought further help. It overheated and did not charge. The patient wanted it out.

Event description:
It was reported that the patient had two implants, one for her neck and arms and the other for her lower back and legs. The patient stated that the one for her lower back was repositioned on sunday. The patient reported that for the last year to 8 months, the ins implant site had been getting more and more painful and it had been worse and worse in the last 4 months. The patient stated that she had been on steroid shots that made her all poofy but since she had been getting off those she could grab the implant and it was way too close to the skin. It kept getting hot and made it hard to sit and stand and sleep. The patient just had surgery on saturday to move it to a new site in her back.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 97712, serial# (B)(4), implanted: (b)(60 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).,